Event description:
It was reported that during a pneumothorax procedure, the device was jammed on tissue and it was impossible to open it even with the lever of releasing. After manipulating it for a moment, the surgeon managed to open the stapler. There was no stapling nor section and no problem on tissue. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the analysis results showed that one device was received with the handles open and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.